Manufacturer narrative:
It was claimed that there was leakage in the o2 gas module. There were no further information provided on how the issue was resolved or to what was related. No parts or logs were returned for investigation. The root cause of why leakage occurred has not been determined.

Event description:
Manufacturer ref.#:(B)(4).

Event description:
It was reported that the ventilator's o2 gas module was leaking. There was no patient harm. Manufacturer's ref.#: (B)(4).